Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: minimally invasive embolectomy of heartware left ventricular assist device outflow graft. Journal of thoracic disease, april 2019; 11 (suppl 6):s957-s959. Doi: 10.21037/jtd.2019.03.82. Additional products: heartware ventricular assist system ¿ outflow graft. Model #: unk / catalog #: unk / expiration date: unk / lot#: unk, UDI #: asku. Device available for evaluation? No. Mfg date: unk. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed a case report involving an embolectomy performed on a vad patient with outflow graft obstruction. The patient's post-operative course was complicated by the development of right heart failure with shortness-of-breath, new-onset weakness and with the vad pump exhibiting low flows. The patient was hospitalized and developed progressive biventricular heart failure. Blood cultures revealed a candida fungal bloodstream infection and a transthoracic echocardiogram (tte) and computerized tomography (CT) angiography indicated an outflow graft thrombus. A thoracotomy was performed with a thrombus embolectomy. The removed material was revealed to be a fungal thrombus. The patient subsequently developed septic shock and multiorgan failure and expired three weeks after the embolectomy. The status/location of the vad is unknown.

Manufacturer narrative:
Product event summary: one pump and one outflow graft with unknown serial numbers were not returned for evaluation. Review of the sterility certificates could not be conducted since the device serial numbers were unknown. Review of the controller log files could not be conducted since log files were not available for analysis. Visual evidence provided revealed evidence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the information available, a possible cause of the reported low flow event may be attributed but not limited to thrombus at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Lot#: unk, FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.